Event description:
The customer reported to olympus the uretero-reno fiberscope, during reprocessing, it was found that there were many black spots in the image. The issue was found during reprocessing. The procedure was unknown. Procedure was completed using the same set of equipment. There were no reports of patient or user harm associated with this event.   Bending section had an obvious burn with exposed angulation-wire showing a melting mark found during repair estimate inspection. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: a) water leakage test found leakage at the bending cover, b) distal end cover glass and the eyepiece cover glass did not have any damage, c) no indentations on the insertion section. There was a significant burn on the bending section, with exposed bending section wire showing a melting mark, and d) power on to test and it's found that there were many black spots in the endoscopic image. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the reported event is likely due to the user irradiated laser without viewing the tip of the laser probe and the aiming beam in the endoscopic image. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: do not irradiate the laser without viewing the tip of the laser probe and the aiming beam in the endoscopic image. This may cause patient injury, and the instrument channel may be damaged. Olympus will continue to monitor field performance for this device.